Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. It was also reported that the insulin gauge was inaccurate. Reportedly the air removal step was not completed. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 180 - 200 mg/dl.